Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer (fse) found an issue with the vacuum pump diaphragm, causing carryover in the reaction vessel, as well as a crack on the vessel. The fse replaced the vacuum diaphragm, ultrasonic mixing vessel, a sipper mechanism, sample probe, and ise syringe seals. The fse performed an ise reagent prime, an air purge, and an ise check, which were all successful. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 9 patient samples on a cobas 8000 ise 1800 module. Below are 3 representative examples of discrepant results. The customer questioned the high initial results, which prompted them to repeat the samples on another analyzer. Sample 1 had an initial result of 151 mmol/l. The sample was repeated on a c 8000 ise analyzer, and the result was 141 mmol/l. Sample 2 had an initial result of 146 mmol/l. The sample was repeated on a c 8000 ise analyzer, and the result was 141 mmol/l. Sample 3 had an initial result of 143 mmol/l. The sample was repeated on a c 8000 ise analyzer, and the result was 136 mmol/l. The repeat results were deemed correct.